Event description:
It was reported to covidien on (B)(4) 2014 that a customer had an issue with a single lumen umbilical vessel catheter (uvc). The customer reports that they saw there was some blood loss. They are not sure if the uvc was defective or if the nurse kinked the line. The customer further reported that the uvc leaked just above the hub where the extension tubing meets the hub. Chg was used to clean the skin area and the area was completely dried prior to insertion. The uvc was not difficult to handle during insertion and was not difficult to secure. The uvc was secured with sutures. The uvc was in continuous use. Normal saline was used to flush the line. The device was not replaced. The customer reports that the status of the patient is stable. The date of insertion is not available.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.